Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a switch off without alarm from the insulin pump.

Manufacturer narrative:
The insulin pump was monitored for 3 days and had no blank display noted. The insulin pump had normal operating currents. No unexpected off no power alarm noted. No moisture damage was found on the electronics noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.